Manufacturer narrative:
The customer reported that the system had no phaco power during a procedure. The customer attempted to resolve the reported event by restarting the system and retesting 2 different handpieces but was unsuccessful. The company representative examined the system and could not be replicate the problem reported. The ultrasound (us) controller printed circuit board assembly (pcba) was replaced for diagnostic purposes. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on july 30, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that there was no system phaco power during a case. The case was completed using the same system. There was no harm to the patient.